Event description:
Additional information: on (B)(6) 2016, the patient noted feeling fatigued with lower energy level than normal, but otherwise doing ok. The patient woke up at 3am with a right temporal headache and vision was reported as being "off." The patient also reported feeling like they were having some trouble with thinking and comprehension. The symptoms did not resolve so the patient contacted the implanting center was instructed to report to the emergency room. In the ER, interrogation of the pump revealed stable lvad indices. The patient's laboratory values were unremarkable; the lactate dehydrogenase (ldh) level was stable and the inr was 2.8. A head CT scan revealed a left occipital cerebrovascular accident (cva) without midline shift or hemorrhage. The cva was reportedly from embolic occlusion in left posterior cerebral artery territory and the patient exhibited right homonymous hemianopsia and difficulty with reading comprehension. Although the patient's inr was therapeutic, it was reported that the cva could still be secondary to paroxysmal atrial fibrillation or small thrombus in pump. The patient was started on an unspecified dosage of plavix and low dose aspirin, and was continued on coumadin. The patient had no further issues and was to continue to be monitored by the implanting center. It was also reported that the patient had no prior ischemic events and no problems with bleeding. The patient had previous unreported power elevations in (B)(6) 2016, and there was concern for possible pump thrombus. However, a ramp echocardiogram did not suggest thrombus at that time and the patient's ldh was not elevated. The patient's previous power elevation resolved on its own.

Manufacturer narrative:
No equipment was returned for evaluation. The patient remains ongoing on pump support with no further reported issues. The report of elevated pump power and estimated pump flow values was confirmed based on the evaluation of the submitted log file; however, a specific cause for the events and for the reported cerebrovascular accident could not be conclusively determined through this evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient reported experiencing elevated pump power and estimated pump flow values. The estimated pump flows ranged between 10 and 11 lpm and pump powers were within the 8 watt range. Baseline pump power and estimated pump flow values were within the 5 watt and 5 lpm range respectively. The patient was reported to be asymptomatic. The patient was brought into the clinic for a full set of unspecified labs and lvad history interrogation. Lab results were not provided. A ramp study was performed and showed that as the pump speed was increased, the patient¿s left ventricle size decreased. The patient¿s system controller log files were submitted to the manufacturer¿s technical services representative for evaluation. The log file contained data from (B)(6) 2016. The data appeared fairly stable until (B)(6) 2016, when the pump power and estimated pump flow values began to trend upward, and the pulsatility index (pi) began trending downward. A review of patient data from (B)(6) 2016 revealed the patient had a history of elevated pump powers and estimated pump flows, reportedly without displaying clinical symptoms. It appeared the elevated pump powers would be sustained for a period of time and would then return to baseline ranges. The patient was not provided treatment and the pump power and estimated pump flow parameters were intermittently baseline and sometimes elevated. A specific cause was not determined, but potential thrombus was suspected. On (B)(6) 2016, it was reported that the patient remained ongoing with no further issues. The patient¿s pump power values were reported as being back within normal range, with intermittent peaks. The patient would be monitored monthly.